Manufacturer narrative:
Additional information was received that at 80% deployment, it was noted that the native leaflet was going to occlude the left main coronary artery. This was considered a risk prior to the case so a stent was placed. The sinus of valsalva (sov) mean diameter was 24.6 and a low left main takeoff was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient's left ostia was occluded by the native left aortic valve leaflet. A stent was placed in the left main coronary to prevent obstruction. No additional adverse patient effects were reported.